Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising.

Event description:
It was reported that interrogation of the leadless implantable pulse generator (ipg) indicated an increase in the right ventricle (rv) threshold. It was noted that during the implant procedure there were no device relocations and the parameters were within range. The patient will be followed by remote monitoring and the device remains in use. No patient complications have been reported as a result of this event.